Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the proximal aortic neck was 21-22mm and 15mm in length. Degree of angulation was 30. Vessel calcification was noted as mild to moderate. During follow up no adverse events were noted; however, later in the evening the patient presented emergently complaining of left leg pain. During admission it was identified that the patient had a left limb occlusion. The physician performed a fem/fem bypass and the occlusion was resolved. The physician attributed the event due to the patient's small common iliac measuring 8-9mm that might have occlusive disease.no additional clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).